Event description:
It was reported that the full device was being removed the day after the report due to an infection. The reporter did not know when the infection started. Two days later it was reported that the culture results reported the infection was pseudomonas. The infection was at the battery site and the patient had subcutaneous cellulitis. The wound was opened in (B)(6), irrigated, and the patient was given antibiotics. At the time of the report the patient was on intravenous antibiotics and would start a course of four weeks of antibiotics at home. Five days later it was reported that this was an ongoing infection according to the doctor. In the doctor¿s opinion the patient was immunocompromised. The doctor believed that this was an underlying infection the patient had from a previous hospitalization, since pseudomonas was usually a hospital or nursing home acquired infection. Eight days later it was reported that the system was not replaced after being explanted. There was no patient death associated with the event.

Manufacturer narrative:
Analysis of the interstim ii internal neurostimulator s/n (B)(4) found no anomaly. Analysis of the tined lead l/n va0c5lp found no significant anomaly. It was noted the outer insulation separated at a butt joint on the distal side of the #0 connector.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0c5lp, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.